Event description:
Based on a review of medical records provided by the pt's attorney: (B)(6) 2006 -- ventral herniorrhaphy with implant of composix kugel mesh. On (B)(6) 2006 -- exploration of midline incision, culture and drainage of underlying pus, debridement of necrotic tissue, removal of mesh, irritation of incision, placement of wound vac. On (B)(6) 2006 -- wound debridement, exploratory laparotomy with division of adhesions, closure of abdominal wall defect with allograft.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the reported event. It was reported that the pt developed a wound infection five days after the composix kugel mesh was implanted. The subsequent procedure included debridement of the wound, drainage and removal of the mesh. While there is no indication that the mesh was the source of the reported infection, the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records did not find evidence of a manufacturing related cause for the reported event. Additionally, no sample has been returned for evaluation. Without additional info, no conclusion can be drawn.